Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged for a stronger power, some model and length lens. The problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)